Event description:
On a recent insulet customer survey, when the patient was asked about needing medical attention related to diabetes, the patient responded stating they had a hospital stay. No other information was provided, and the patient declined further outreach from product support to obtain additional information about the hospital stay. If additional information becomes available, a supplement report will be submitted.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown omnipod software app version: 3.1.1 smartphone operating system: n5004l-am-q-mv01602-06-01.06 smartphone hardware: n5004l. Cgm sensor type: g6. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.